Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section MFR site as follows: importer site contact and address: (B)(6). (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under serious injury as following stent fracture the patient required an additional procedure. This lady had a klatskin tumour. I inserted a 10mm x 8cm uncovered zilver stent across the lesion on (B)(6) 2018. The lower end of the stent was above the ampulla and there was not free drainage so I placed a 2nd identical stent lower in the cbd crossing the ampulla coaxially through the first stent and achieved free drainage. I do not dilate the stents with a balloon allowing them to expand themselves. She represented with recurrent jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the 2nd stent. The pt had no intervention between studies.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under serious injury as following stent fracture the patient required an additional procedure. This lady had a klatskin tumour. I inserted a 10mm x 8cm uncovered zilver stent across the lesion on 27/3/18. The lower end of the stent was above the ampulla and there was not free drainage so I placed a 2nd identical stent lower in the cbd crossing the ampulla coaxially through the first stent and achieved free drainage. I do not dilate the stents with a balloon allowing them to expand themselves. She represented with recurrent jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the 2nd stent. The pt had no intervention between studies.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under serious injury as following stent fracture the patient required an additional procedure. This lady had a klatskin tumour. I inserted a 10mm x 8cm uncovered zilver stent across the lesion on (B)(6) 2018. The lower end of the stent was above the ampulla and there was not free drainage so I placed a 2nd identical stent lower in the cbd crossing the ampulla coaxially through the first stent and achieved free drainage. I do not dilate the stents with a balloon allowing them to expand themselves. She represented with recurrent jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the 2nd stent. The pt had no intervention between studies.

Event description:
Report is being submitted under serious injury as following stent fracture the patient required an additional procedure. This lady had a klatskin tumour. I inserted a 10mm x 8cm uncovered zilver stent across the lesion on (B)(6) 2018. The lower end of the stent was above the ampulla and there was not free drainage so I placed a 2nd identical stent lower in the cbd crossing the ampulla coaxially through the first stent and achieved free drainage. I do not dilate the stents with a balloon allowing them to expand themselves. She represented with recurrent jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the 2nd stent. The pt had no intervention between studies.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Problem statement: "this lady had a klatskin tumour. I inserted a 10mm x 8cm uncovered zilver stent across the lesion on (B)(6) 2018. The lower end of the stent was above the ampulla and there was not free drainage so I placed a 2nd identical stent lower in the cbd crossing the ampulla coaxially through the first stent and achieved free drainage. I do not dilate the stents with a balloon allowing them to expand themselves. She represented with recurrent jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the 2nd stent. The pt (patient) had no intervention between studies. I have not seen spontaneous fracture of biliary stents before ¿ have you or anyone at cook? "As per complaint form": percutaneous access . Klatskin tumour. Inserted 10mm x 8cm zilver biliary stent across the lesion. The lower end of the stent was above the ampulla and there was not free drainage so a second 10 mm x 8cm zilver biliary stent was placed in the lower common bile duct crossing the ampulla coaxially through the first stent and achieved free drainage. The stent swas not dilated thus allowing them to dilate themselves. The patient represented with redcurrant jaundice and the CT and ercp clearly show a fracture of the first stent at the junction with the second stent. The patient had no interventions between studies." Device evaluation the zib6-40-10-8.0 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. A plastic stent was inserted inside the metal stent endoscopically resolving the patient¿s issue of jaundice. The complaint device was used percutaneously and was inserted though the left lobe by percutaneous puncture. A cordis johnson & johnson 6f avanti 11cm access sheath was used with the device. The target location for the first stent was across the hilar stricture then a second stent was placed coaxially through the first stent to extend into the duodenum and achieve better drainage. From customer testimony the device was flushed as per the instructions for use (IFU). Two guide wires were used with the device; a 180 cm amplatz super stiff and firm hydrophilic guide wire and a cook rpc-35-180 wire. The patient¿s anatomy was described as normal along the left transhepatic route and no resistance was encountered during advancement of the wire guide or the delivery system. The target location was not calcified and the tip of the delivery system crossed the target location. Pre-dilation and post-dilation were not performed. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: fracture of the second implanted stent is confirmed. Initially, the stent extended 15 millimetres out of the first stent before entering the liver and angling left through the klatskin tumour into the left biliary duct. However, the fracture occurred at the edge of the first stent which was 15mm more inferior. During the four months, tumour growth shifted the angle and liver edge inferiorly to the edge of the first stent. The convergence of all three factors at one point likely caused the stent to kink and eventually fracture with movement and respiration. Complaint is confirmed as the failure was verified in the image(s). The second implanted stent showed a fracture. From the image review stent fracture due to movement and respiration is a likely root cause for this complaint; ¿during the four months, tumor growth shifted the angle and liver edge inferiorly to the edge of the first stent. The convergence of all three factors at one point likely caused the stent to kink and eventually fracture with movement and respiration.¿ however, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zib6 devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Summary: complaint is confirmed as the failure was verified in the image(s). The second implanted stent showed a fracture. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.